Event description:
To further clarify, the phrenic nerve stimulation experience by the patient was unrelated to this right ventricular lead and was reported to MDR under MFR reference number 2017865-2020-05789.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During follow-up, there was some loss of capture and episodes of oversensing noted on the right ventricular (rv) lead. The patient also alleged some phrenic nerve stimulation. Technical support recommended some lead provocation tests; no intervention has been performed to resolve the event and the patient was in stable condition. Further information was requested but not received.